Manufacturer narrative:
Product ID 306001 lot# serial# unknown implanted: (B)(6)2021 product type screening device product ID 309201 lot# serial# unknown implanted: (B)(6)2021 product type screening device b2 correction: should not have been marked as 'other' previously. New information now requires 'intervention required' to be selected. H6 corrections: added missing f15 from previous report. Removed a24. H6: due to imdrf harmonization, some previously submitted device, patient, method, result, and conclusion codes related to this event may have been updated (addition of img code). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the cause of the pulled lead was unknown. When asked what most likely caused or contributed to the issue, they stated the patient said they sat on their couch that sits low and had pain when they sat down. When asked what steps were or would be taken to try to resolve the issue, they reported the temporary leads were pulled/replaced. The issue was resolved.

Event description:
Information was received (B)(6) 2021 from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that patient thinks that they may have pulled a lead, they still felt stimulation but also felt a painful burning feeling. (B)(6) 2021 additional information was received from a healthcare provider (hcp). The hcp reported that the cause of the pulled lead was unknown. When asked what most likely caused or contributed to the issue, they stated the patient said they sat on their couch that sits low and had pain when they sat down. When asked what steps were or would be taken to try to resolve the issue, they reported the temporary leads were pulled/removed. The issue was resolved.

Manufacturer narrative:
B5: corrected. H1: correction: this trial event was reportable for malfunction rather than serious injury. No intervention required. Continuation of d10: product ID 306001 lot# serial# unknown implanted: explanted: product type screening device product ID 306001 lot# serial# unknown implanted: explanted: product type screening device medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 306001 lot# serial# unknown implanted: (B)(6)2021 product type screening device product ID 309201 lot# serial# unknown implanted: (B)(6)2021 product type added missing 'country' and 'phone number' fields to initial reporter information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 306001, serial#: unknown, product type: screening device. Product ID: 309201, serial#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that patient thinks that they may have pulled a lead, they still felt stimulation but also felt a painful burning feeling.